Event description:
It was reported that the system monitor's memory card slot had broken. When the compact flash (cf) card was inserted, the system monitor was unable read the card and the interface was corrupted.

Manufacturer narrative:
It is unknown which device the patient was implanted with at the time of the event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the system monitor (vsm-007712) not functioning was confirmed via evaluation; the reported damage to the compact flash (cf) slot was not confirmed. The unit was returned and evaluated at service depot, an error message was observed on the display after the unit was turned on. A software upgrade was attempted; however, an error code was also displayed during the software upgrade process, and it could not be completed. The issue was isolated to the main printed circuit board (pcb). A purchase order was requested for the repairs; however, an approval was not provided by the customer. No repairs were performed. It was noted that the unit would be returned to the customer labeled ¿not for human use¿. The root cause of the reported events could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the system monitor, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The system monitor was shipped to the customer on (B)(6) 2021. The heartmate 3 instructions for use (IFU) section 4, entitled ¿system monitor¿, describes how to use the system monitor and the actions to take if the system monitor is not functioning as intended. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor¿s memory card slot not functioning as intended was confirmed via analysis of the returned unit. Inspection of the system monitor¿s (serial number: (B)(6)) returned main printed circuit board (pcb) revealed that it was in unremarkable physical condition. The returned main pcb was installed in a known working test fixture and connected to a test system controller, and upon attempting to download a log file it was observed that the system monitor did not recognize that a card was inserted in the memory card slot. Circuit analysis of the monitor¿s cardbus controller circuitry revealed that two components had become compromised. Damage to these components would result in the monitor not being able to properly communicate with the card inserted in the memory card slot, which would result in the reported event. The reported event was determined to be due to compromised components in the unit¿s cardbus controller circuitry; however, the root cause of the damage could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the system monitor, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system monitor was shipped to the customer on 08feb2021. Heartmate system monitor instructions for use (rev. E) informs the user to refer any servicing of heartmate lvas equipment to trained service personnel only. Heartmate 3 instructions for use (rev. C) section 4 ¿ ¿system monitor¿ addresses how to properly use the system monitor, and the actions to take if the system monitor is not functioning as intended. This section also states how to view the system controller event history on the system monitor. The heartmate 3 patient handbook (rev. D) and the heartmate 3 instructions for use (rev. C) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.